Event description:
During pulse field ablation (pfa), a farawave catheter was used. In addition to pulmonary vein isolation (pvi) and posterior wall isolation, further ablation was performed using pfa at the investigator medical discretion, including the mitral isthmus in the left atrium and cavotricuspid isthmus (cti) and superior vena cava regions in the right atrium. Nitroglycerin was administered to prevent coronary artery spasm during mitral isthmus and cti ablation. These additional ablations were completed after pvi and prior to the watchman implant. Furthermore, while delivering pfa energy in the left atrium, the patient experienced a vagal reflex that required temporary pacing. The event was managed successfully, and the patient is now stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.